Event description:
Husband of home patient reports unspiking solution bag on last bag line and re-spiking onto previously used heater line spike of homechoice set while troubleshooting a "check lines & bags" alarm in last fill. Home patient was instructed to discontinue treatment at this time. Per registered nurse, no patient injury or medical intervention was associated with this incident.